Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the shocking resolved spontaneously without sequelae on (B)(4) 2018. Intervention included an emergency room visit. The etiology was stated to be possibly related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient is at the emergency room due to shocking sensation at pocket site last night. Patient is not feeling the shocking sensation at the time of the call. Patient turned therapy off as a result of the shocking sensation. Patient also reported seeing settings 2.83 and 2 and 4. The nurse connected to patient's implant and therapy was off and settings were 2.0 and 1.90 volts, with no group letter, ins battery was at 2.83 volts. It was unknown why the patient saw 2 and 4, unless patient changed group, however, it doesn't appear the patient has a different group, and patient didn't change settings. The patient was redirected to follow-up with the healthcare provider to check the system. Patient wasn't doing anything or was around anything that would have caused the shocking sensation. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.